Event description:
Information was received indicating that smiths medical cadd-legacy pump was displaying "no disposable clamp tubing" alarm. It was also stated that when the patient stopped the pump and restarted the therapy the pump worked fine until it alarmed again. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported.